Event description:
Patient had history of pelvic pain and fibroids with an 8cm fibroid on MRI. However, after laparoscopic myomectomy with morcellation, post-operative pathology found high-grade leiomyosarcoma. Case is in litigation. First notice was the lawsuit and the patient allegation contained therein.